Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place on (B)(6) 2025 wherein the leads were repositioned to address the issue. Effective stimulation was restored.